Manufacturer narrative:
Evaluation of the iabp by a getinge senior territory manager (stm) revealed moisture in the drain line. As a preventative measure the stm replaced pneumatic component luer fitting and tubing filter. In addition, the stm also replaced the drive manifold which was suspected to be defective. Transducer calibration was performed as well as full functional and safety testing per factory specifications; iabp passed all testing and was returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Date of event is unknown.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was ¿not functional" and emitted an error code. The customer was unable to provide the specific error code. Subsequently, the operator provided further details stating that the iabp alarmed indicating there was a leak present in the intra-aortic balloon. The iabp was switched out with another pump and therapy continued. There was no known patient injury or medical intervention associated with this event. No additional information is available.